Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, ICD, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was "very sick" with an ejection fraction "in the teens" and known electrolyte balance was admitted to the hospital from the clinic. The patient was noted to have small r-waves, a torsade looking fast ventricular tachycardia pattern, occasional t-wave oversensing, and occasional double counting of the qrs during the fast tachycardia. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.